Event description:
The father reported via phone call that the customer had a no delivery alarm. It was also found the customer's blood glucose rose to 469 mg/dl during the night. The father also reported the customer's skin was yellow and bruised upon removal of the infusion set. The customer has reverted to their back-up plan. It was found the alarm was resolved by a complete set change. The father also declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.